Event description:
It was reported that a physician was obtaining an error message when performing device diagnostics. The pt was programmed to 2.25/20/250/30/0.8 and when normal mode diagnostics were performed, the results were within normal limits; however, when he reprogrammed the pt to 2.5 ma and performed normal mode diagnostics again, he obtained an error message that stated "impedance cannot be assessed. Reprogram the pulse generator to at least 0.75 ma, 15 hz, 30 sec on." The results of the normal mode diagnostics gave a dcdc of 0. The physician lowered the output current from 2.5 ma to 2.25 ma, repeated normal mode diagnostics, the results were within normal limits. The device was re-interrogated and the settings were as intended (2.25/20/250/30/0.8). The wand battery was checked and found to be working properly, the handheld was not plugged into the wall during the programming/device diagnostic session, and magnet mode diagnostics had not been performed. Good faith attempts to obtain a copy of the physician's flashcard to further investigate this issue have been unsuccessful to date.